Event description:
A pump malfunction was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer experienced the same malfunction at least three times before and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.